Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog. Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported an ¿8621 incorrect pump detected¿ message was encountered on the patient¿s personal therapy manager (ptm). It was no ted the patient had a pump placed and then explanted due to infection. A new pump had been implanted and the patient had gotten a new ptm which then had gotten wet. The patient wanted to use the ptm they had with the initial pump but was getting the message when the old ptm was attempted to be activated. It was later reported the health care provider was assisted with decoupling the ptm from the explanted pump. It was later reported the patient was doing fine when they were in the office during the week of (B)(6) 2013.